Manufacturer narrative:
The device was returned for evaluation. During functional testing, the reported issue was confirmed. Visual examination found the following issues: the light cover glasses were chipped; the light cover glasses adhesive was uneven; the optical cover glass adhesive was worn; the production labels were damaged; and the scope connector showed fluid ingression. Testing showed the device did not meet with electrical insulation specifications. Based on the results of the investigation, it is likely that an abnormal electrical continuity occurred due to water invasion of scope connector. When the plug body was dismantled, the moisture indicator had been triggered. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the colonovideoscope gave an unsupported scope error (error code e315) presenting during pre-checks. The staff sourced another scope to complete the procedure and there was no contact with the patient or any clinical impact.